Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose overnight while using the ilet with a dexcom g7 and a 6 mm/23 in infusion set, and upon review the infusion site had been placed on an area of abdominal scar tissue; the user replaced the infusion set and moved it laterally to an area with more adipose tissue and no scar tissue, after which blood glucose decreased to 215 mg/dl and later to 204 mg/dl. Symptoms included hyperglycemia. Outcomes included ongoing self-monitoring and hydration without need for medical intervention. Investigation included customer care troubleshooting and education regarding appropriate infusion site selection. Investigation of this case revealed that hyperglycemia was consistent with suboptimal insulin absorption related to infusion set placement in scar tissue; no device alarms other than a 272 alert were reported and no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear but likely related to infusion site factors rather than a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.